Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the information received, the investigation determined that the reported difficulty to remove from the guide wire and the anatomy, delay to treatment and hospitalization appear to be related to operational context. In this case, it is possible that the reported difficulty to remove from the guide wire and the anatomy, delay to treatment and hospitalization are related to the patient disease severity and/or use techniques employed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: g3, g6, h2, h6. H6: codes 4118, 3233, and 11 no longer apply. H10: the viperwire guide wire referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that a stealth 360 peripheral orbital atherectomy device (oad) was used for treatment of 99% stenosed mid anterior tibial artery (at). The vessel was small and tortuous. The oad became stuck on the viperwire advance guide wire in the vessel. The procedure was aborted and the oad and viperwire were removed together. The procedure was aborted due to patient anatomy and the oad unable to be separated from viperwire. The patient was brought back two days later for plain old balloon angioplasty (poba) on the same vessel which was unsuccessful. The patient was transferred to a hospital that day for amputation where below-the-knee amputation was performed the same day. The patient was discharged from the hospital three days later.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The viperwire guide wire referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that a stealth 360 peripheral orbital atherectomy device (oad) was used for treatment of 99% stenosed mid anterior tibial artery (at). The vessel was small and tortuous. The oad became stuck on the viperwire advance guide wire in the vessel. The procedure was aborted and the oad and viperwire were removed together. The procedure was aborted due to patient anatomy and the oad unable to be separated from viperwire. The patient was brought back two days later for plain old balloon angioplasty (poba) on the same vessel which was unsuccessful. The patient was transferred to a hospital that day for amputation where below-the-knee amputation was performed the same day. The patient was discharged from the hospital three days later.